Event description:
It was reported that during surgery when used the ultra fast-fix, successfully stripped off t1, but failed to strip off t2. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced indicating a complete deployment. No suture or ts remain on the insertion needle but were returned. Examination of the construct shows both ts remain attached to the suture. T2 is dramatically bent. T1 and the suture show no abnormalities. The condition of t2 indicates it was bent during use as a t in this condition would not allow it to be assembled onto the needle during the assembly process. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not required at this time.